Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the patient vitals were going in and out and stop sending intermittently with no error messages displayed. They tried replacing the ECG cables and has tried using a simulator on it, but the issue persists. They replaced this unit with another one. No patient harm was reported. Investigation conclusion: evaluation of the returned device was able to duplicate the reported issue of intermittent ECG readings. Residue was found in the ECG socket, possibly causing intermittent contact with the connector. The zm case was replaced to resolve the issue. Residue in the ECG socket is likely a result of user mishandling and improper regular maintenance. Evaluation of the reported device found that the cause of the issue is related to user mishandling and improper regular maintenance. There is no evidence that the cause of intermittent ECG readings is related to a device deficiency or malfunction. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 04/18/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/21/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the patient vitals were going in and out and stop sending intermittently with no error messages displayed. They tried replacing the ECG cables and has tried using a simulator on it, but the issue persists. They replaced this unit with another one. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient vitals were going in and out and stop sending intermittently with no error messages displayed. They tried replacing the ECG cables and has tried using a simulator on it, but the issue persists. They replaced this unit with another one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the patient vitals were going in and out and stop sending intermittently with no error messages displayed. They tried replacing the ECG cables and has tried using a simulator on it, but the issue persists. They replaced this unit with another one. No patient harm was reported.